Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction primary with an "artoura" breast tissue expander 750cc and experienced deflation on the right side post-operatively. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 10/6/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 10/6/2018 indicated the patient underwent removal and replacement with a mentor memorygel breast implant 600cc, catalog number 3506004bc, serial number (B)(4), lot number 7600876. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date device returned to manufacturer was mistakenly omitted from the supplemental report submitted on 11/2/2018. Upon receipt by mentor, the device contained fluid with white appearance. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the posterior view of the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).